Event description:
It was reported to abbott that the patient had expired after experiencing ventricular tachycardia (vt) and fibrillation (vf) episodes. Several anti-tachycardia pacing therapies were delivered without success. The primary cause of death was the vt and vf episodes and was not related to the device. Based on the programming parameters, the device responded appropriate to these episodes.